Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error on her insulin pump. The up button is not working. Customer's blood glucose is 200 mg/dl. She stated she tucks the device in her underwear and it has been hot lately. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer also mentioned she went to the hospital a few months ago for diabetic ketoacidosis. She stated the cause was that she was using expired insulin, and not due to any malfunction of the insulin pump. Customer did not provide any more information on that event. Nothing further reported.